Event description:
It was reported that the coil was advanced in the microcatheter and became caught on the tip of the microcatheter. When the physician attempted to remove the coil, it broke inside of the microcatheter. The coil and microcatheter were removed from the patient. The procedure was completed and there were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device is not available; therefore, analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event. The subject device was disposed.